Event description:
It was reported that the oxidation was detected on ventilator's air gas module. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the oxidation marks are visible outside air gas module. There was no patient involvement. Identification of issue has been done by analyzing problem description, photos and service report. Based on information provided by the technician, it has been clarified that the oxidation marks on air gas module has been caused by malfunctioning hospital central air supply. The technician check the gas module and cleaned it. After this action, the issue has been solved. The device passed all performance tests and could be returned to clinical use. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The most probable cause is usability issue.